Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had passed away and their device had been returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).